Event description:
It was reported that a patient with a multiple right ventricular (rv) lead configuration presented with both rv leads exhibiting high impedance levels and one was oversensing noise on the pace/sense portion. Both leads are suspected of a lead fracture. Both leads were removed and a new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 694765, lead, implanted: (B)(6) 2009, model: d154awg, ICD, implanted: (B)(6) 2008. (B)(4).